Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated before eating dinner, he checked the cgm and it was displaying 124mg/dl. Based on the cgm reading, the patient took 3 units of insulin. During dinner, the patient stated he started to feel funny and erratic. He checked his bg with a finger stick and the bg meter was reading 34mg/dl, compared to the cgm reading of 87mg/dl. The patient drank a soda to help raise his blood sugar and stated that the life squad showed up and by that time he was very out of it. They administered the patient with intravenous (IV) therapy (contents unknown) and checked his bg an hour later and the meter was reading 124mg/dl, while the cgm was still displaying 87mg/dl. At the time of contact, the patient was in healthy condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined. Reportedly, the patient was taking medication containing acetaminophen. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person.